Manufacturer narrative:
(B)(4): the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately to severely calcified left anterior descending (lad) artery. This 4.00x12mm nc quantum apex balloon catheter was used for stent post-dilation. The balloon ruptured on the first inflation at 10atms. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.